Event description:
It was reported that the patient experienced heavy bleeding (anemia tendency). Blood transfusion with erythrocyte concentrate (less than 4 units) was performed. There was no drug treatment. Anticoagulants were given at the time of the event (warfarin). The laboratory values were international normalized ratio (inr) of 1.7, activated partial thromboplastin time (appt) of 48 seconds, and platelet (plt) levels of 147,000/l. The cause of the anemia tendency was "due to the complexity of medical management". There was probably a relationship between anemia tendency and the product.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 06sep2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported bleeding could not conclusively be established through this evaluation. The patient remains ongoing on the heartmate 3 left ventricular assistant device, serial number (B)(4). No product was available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.